Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed an infection at the lead incision site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient is currently recovering with antibiotics.